Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1729302, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that a 5f mynxgrip vascular closure device (vcd) white tamp tube was not visible, after the procedural sheath and shuttle were brought back up. All deployment steps were followed. The vcd was being used in conjunction with a 5f procedural sheath introducer for common femoral arterial closure following an angiography procedure. The user shuttled down completely without significant resistance being felt. Unusual force was not applied when retracting the sheath. The vcd was removed and manual pressure was held for 30 minutes or less. The vcd will be returned for analysis. The patient's hospitalization was not extended. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) white tamp tube was not visible after the procedural sheath and shuttle were brought back up. All deployment steps were followed. The vcd was being used in conjunction with a 5f procedural sheath introducer for common femoral arterial closure following an angiography procedure. The user shuttled down completely without significant resistance being felt. Unusual force was not applied when retracting the sheath. The vcd was removed and manual pressure was held for 30 minutes or less. The patient's hospitalization was not extended. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the procedural sheath pulled back against the shuttle handle. The sealant was observed protruding out from the slit on the outer shuttle cartridge tubing. The advancer tube was found inside the shuttle cartridge abutting the sealant. The condition of the returned device indicates an incomplete deployment of the sealant. The shuttle cartridge and the catheter were inspected for anomalies that may cause the failure to deploy. No anomalies were observed. During the investigation, shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. A review of the manufacturing documentation associated with lot f1729302 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿the advancer tube was not present¿ was not confirmed due to the condition in which the unit was received for analysis. The advancer tube was found inside the shuttle cartridge. The exact cause of the reported event experienced by the customer could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Neither the product history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.